Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 4 with shorter, restricted posterior leaflet. The clip was implanted with no reported issues, reducing mr to 1-2. On (B)(6) 2022 during a follow up, transthoracic echocardiogram (tte) showed a suspected posterior leaflet detachment. On (B)(6) 2022 during a follow up, transesophageal echocardiography (tee) confirmed a single leaflet device detachment (slda). The clip was detached from the posterior leaflet and the mr returned to a grade of 4. The physician reportedly attributes the slda to the short posterior leaflet. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician is related to patient morphology/pathology and due to short/restricted posterior leaflet. The mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.